Manufacturer narrative:
(B)(4). Approximate age of device: 5 months (calculated from date the device was assigned to the patient to the reported event). The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on the morning of (B)(6) 2016, the patient was found by the spouse in bed with the lvad system connected to the mobile power unit with a low voltage alarm active. The spouse successfully changed the system controller to the patient¿s backup. At the time, the patient reportedly took a large breath in, but never talked to the spouse. The patient¿s spouse reported attempting to also change back to the primary system controller but the lvad was still alarming. Emergency medical services (911) was called and cardiopulmonary resuscitation was initiated. The patient was transported to the hospital and was pronounced dead in the emergency room. The cause of death was not provided. It was also reported that the patient had been seen in e.r. On an unspecified date in (B)(6) where a pump off alarm was observed and the pump was reportedly off for 20 minutes at that time. No further information regarding that previously unreported event was provided.

Manufacturer narrative:
The report of low voltage alarm was confirmed based on the evaluation of the log file retrieved from the returned system controller, serial number (B)(4). The data recorded indicated that the system controller was connected to a mobile power unit (mpu) at the time of the low voltage alarm. The returned mpu was evaluated and functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the mpu passed all test steps. The returned mpu was operated while connected to the returned system controller, serial number (B)(4) and the system operated as intended. Additionally, the evaluation of the returned system controller serial numbers (B)(4) found that both device functioned as intended during analysis with no atypical events or alarms noted. There was no low voltage alarm reproduced during evaluation. The manufacturer is aware of a possible communication issue between system controllers with software version 7.19 and the mpu devices. As a result a warning label/statement has been added to the mpu and approved labeling. According to this warning heartmate ii patients must use the mpu only with heartmate ii pocket system controller software version 7.23 and above. Review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.